Event description:
Boston scientific neurovascular became aware of an event in which the inner package of the subject was not sealed properly as a result of the paper being stuck in there. The incident was noticed during unpacking.